Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 3:30 pm the patient was getting egv 90 mg/dl 6 days after the sensor was put on the arm. The bg was not checked. She was feeling extremely thirsty, feeling tired before she loss her consciousness. Her husband found her unconscious and drove her to the emergency room (ER). The patient regained consciousness at the ER. At the ER, when she woke up, she began vomiting. Her bg at that time was 565 mg/dl and her egv was 90 mg/dl. A bloodwork was done after 5-10 minutes and the blood glucose was 700 mg/dl. The patient was given insulin via injection (unspecified units) and another medication for vomiting through IV (unspecified medication). The patient got discharged on (B)(6) 2026. The patient noted that there was no physical injury aside from the scratch that she got when she loss her consciousness. The patient is still feeling a little weak but she noted that she's feeling better now. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.